Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay reporter's daughter contacted lifescan (lfs) on sept 28, 2006, alleging that her mother's one touch fasttake meter would not power on. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info: the daughter mentioned that her mother was not feeling well (cold, sweaty and achy) the day before, and attempted to test on her meter and the meter did not power on. The reporter treated her mother with something to drink and then took her to the ER. In the ER, she was tested on the hosp device and received a 40 mg/dl at 11:30am. She was treated with food/beverage. The issue was not resolved via troubleshooting. No further clinical info was provided about the incident. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how long she was unable to test and how long the pt was in the hosp. Customer care advocate (cca) sent the pt a replacement meter and control solution. The complaint is being reported because the pt's meter would not power on. The pt also had event where she was experiencing symptoms; it is not known if the meter was functional prior to the incident. The pt was treated for hypoglycemia in the ER.